Event description:
It was reported that during preparation for an irreversible electroporation ablation procedure using a faradrive sheath, the sheath leaked. No issues were observed with the packaging and preparation was completed per the included instructions. A leak was seen from the proximal end of the sheath. They exchanged the sheath, prior to use in the patient, and the issue was resolved. The procedure was then completed with no patient complications. The sheath has been returned for analysis.

Manufacturer narrative:
Upon receipt at boston scientific's post market laboratory, the faradrive sheath was visually inspected. Visual inspection of the device noted no abnormalities to the sheath valve, but minor damage to the dilator tip was observed. Microscopic inspection of the hemostatic valve identified a tear in the outer valve. Additionally, damage to the inner valve was identified, however, this damage was attributed to the returned sheath going through sterilization with the dilator still inserted in the device. Due to this inner valve damage, leak testing could not be performed. Boston scientific's investigation determined a tear in the silicone of the hemostatic valve most likely caused the leaking observed clinically. Based on all available information, boston scientific assigned the investigation conclusion code of 'cause traced to component failure' to the referenced event, as the investigation determined the tear most likely occurred during use and handling; there was no evidence to indicate that the event was due to a design or manufacturing-related issue.

Event description:
It was reported that during preparation for an irreversible electroporation ablation procedure using a faradrive sheath, the sheath leaked. No issues were observed with the packaging and preparation was completed per the included instructions. A leak was seen from the proximal end of the sheath. They exchanged the sheath, prior to use in the patient, and the issue was resolved. The procedure was then completed with no patient complications. The sheath has been received at boston scientific's post market laboratory where it is awaiting analysis.